Manufacturer narrative:
Intuitive surgical, inc (isi) has not received the vessel sealer extend (vse) instrument to perform failure analysis. The e-100 generator unit was replaced by an isi field service engineer (fse) for vse instrument recognition issues. The generator was returned for failure analysis. A visual inspection revealed no abnormalities related to the reported event. A system log review was performed and the log data showed that the vse instrument was installed 7 times and passed homing 7 times. The instrument performed 36 cut complete events. The e-100 logs show 141 seal events, two of which resulted in errors, and 139 with no errors. The logs show 1 instance indicating an error related to the e-100; whose timestamp aligns with the first sealing error in the e-100 logs. The first sealing error was also the first overall seal event. The logs did not show any issues pointing to an unclamping issue. The instrument was used for about 1 hour 20 minutes.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the vessel sealer extend (vse) instrument failed to unclamp from tissue. The user was able to complete the procedure, and no known impact or patient consequences were reported. It is unknown if or how the customer was able to open the jaws of the vse instrument, and if there was any injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.